Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced sensor failure during the warm-up period which prompted her to remove the sensor. Upon sensor removal, the patient alleged that the sensor wire had detached from the sensor pod and may have remained in the skin causing a ¿poking sensation¿ at the insertion site. On (B)(6) 2025, the patient went to the emergency department (ed) and had an x-ray which confirmed that the sensor wire was retained under the skin. On (B)(6) 2025, the patient consulted a surgeon who made an incision at the sensor insertion site and successfully removed the sensor wire under anesthesia. The method of administering anesthesia was not detailed, nor was the closure of the incision described. No post procedure medications was prescribed. At the time of the report, the patient still had soreness at the incision site but overall, she was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced sensor failure during the warm-up period which prompted her to remove the sensor. Upon sensor removal, the patient alleged that the sensor wire had detached from the sensor pod and may have remained in the skin causing a ¿poking sensation¿ at the insertion site. On (B)(6) 2025, the patient went to the emergency department (ed) and had an x-ray which confirmed that the sensor wire was retained under the skin. On (B)(6) 2025, the patient consulted a surgeon who made an incision at the sensor insertion site and successfully removed the sensor wire under anesthesia. The method of administering anesthesia was not detailed and only mentioned the patient was asleep, and the closure of the incision was not described. No post procedure medications was prescribed. At the time of the report, the patient still had soreness at the incision site but overall, she was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.